Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the endoleak of indeterminate origin is unconfirmed. This is not consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of complaint could not be determined. Procedure related harms could not be determined. The initial procedure is off label due to concomitant product usage (ovation extensions in the right common iliac artery). It is unclear if this contributed to the reported event. It was reported that there was a stable pseudoaneurysm at the level of the renal artery (cautionary product use). It is unclear if this contributed to the reported event. It was reported from the computed tomography (CT) study dated (B)(6) 2024 there was contrast outside the graft; however, it was also reported the sac regressed 3.5mm between CT scans, which is inconsistent with an endoleak. The final patient status was reported as being monitored. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: h6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft a suprarenal aortic extension and two (2) ovation ix iliac extenders to treat an abdominal aortic aneurysm (aaa). This initial procedure is outside the indications of use (off-label) due to the use of adjunctive devices not compatible with afx system per the IFU. Approximately three and a half (3.5) years post initial procedure, during a routine follow up, a computed tomography (CT) scan reviewed by the radiologist identified a suspected type 3 endoleak (indeterminate type); however, the physician was not able to confirm the type 3 endoleak and at the same time could not rule out a type 2 endoleak. The aneurysm has decreased from 65mm to 53mm since the implant. The patient is asymptomatic and currently being monitored.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2 : device remains implanted.